Manufacturer narrative:
Updated fields : b4, e1 (event site telephone), g3, g6, h2, h6 (health effect ¿ clinical code,type of investigation, investigation findings, component codes), h11 corrected fields : h6 (medical device ¿ problem code) the patient was on va ECMO with minimal pulsatility and a dampened arterial line waveform. Esp personnel advised her to switch the pump to semi auto mode and to confirm that the inflation and deflation markers were set to the center. The reasoning was explained, noting that with a dampened waveform, the pump was unable to detect the landmarks required for proper timing.

Event description:
N/a

Event description:
User called into emergency support program line to request and report issue during use in which intra-aortic balloon (iab) was unable to monitor arterial waveform and unable to update timing alarm. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).